Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer froze and went to a white screen indicating that an error had occurred and to contact a company representative. It was noted that the freeze occurred whilst the analyzer was running and connected to a patient. It was further noted that the user was entering information into the patient information section when the issue occurred and had to reset the program whilst the analyzer was still in use. The programmer remains in use. No patient complications have been reported as a result of this event.